Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 42 mg/dl. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the infusion set site and delivered 19.3 units of insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.